Event description:
It was reported that during a routine follow-up, attempts to interrogate the pulse generator resulted in the message -data not read- for battery voltage. The patient would be scheduled for device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.